Manufacturer narrative:
One 7207564 sterile 9x30mm biorci screw reported on. The screw, IFU, chartstik labels, foil inner pouch and the outer product carton were returned. Dimensional inspection verifies that this was a 9x30mm product. Threads have been chewed up at the distal tip. This has been known to occur from entanglement with the guide wire. The head has indication of stripping from excess torque. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used. Attempts for further prep information were not successful. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that the screw broke while tightening. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.